Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned by technical support. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and non-tandem charging cable. Pump began charging. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.